Manufacturer narrative:
Findings: unit was received in no manufacturing mode noted. Pump passed displacement test. Unit was received with minor scratched lcd window, missing display window cover and cracked select button keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had scratches on the screen and they could not read the display. Blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer indicated that the damage was due to bicycling and playing outside. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.